Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that display screen was blank. During troubleshooting, it was found that insulin pump showed no signs of physical damage; contacts on battery cap were not missing and battery compartment was not damaged or corroded. It was reported that insulin pump was exposed to moisture and insulin pump was splashed with water. After troubleshooting, it was reported that home screen did not return. It was also reported that insulin pump had a constant tone. Customer's blood glucose was 14 mmol/l. Customer was advised that insulin pump would be replaced.

Manufacturer narrative:
The pump passed the functional testing, including the self test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. The pump was received with normal sleep currents. The pump was monitored for several days and no blank display was noted. The battery tube connector plugged in properly during visual inspection. However, found moisture damage on the battery tube, vibrator and electronic assembly. No moisture damage on the motor and keypad assembly was noted during visual inspection. The pump was received with a scratched case, a pillowing keypad overlay, keypad overlay texture damage, cracked battery tube threads and minor scratches on the lcd window.